Manufacturer narrative:
Correction information in section h6 - adverse event problem: medical device problem code.

Event description:
The customer observed false negative alinity I hbsag for a 61-year-old male patient with a clinical diagnosis of liver failure, coma due to hepatic encephalopathy, history of chronic hepatitis b, primary liver cancer, abnormal coagulation. The customer reported they are only questioning the hbsag result as being incorrect. On (B)(6) 2025 the patient was admitted to ICU due to liver failure and a coma due to hepatic encephalopathy. The following results were provided: on (B)(6) 2025 hbsag: 0.00 iu/ml, repeat result = 0.00 iu/ml (reference range <0.05iu/ml). On (B)(6) 2025 hbsag initial result = 0.00 iu/ml, repeat result = 0.00 iu/ml hepatitis b dna result = (2.22e+3) positive. Additional lab results provided: (B)(6) 2025 hbsab result = 82.3 miu/ml, repet result = 84.7 miu/ml, (B)(6) 2025 hbsab result = 381. 12 miu/ml, repeat result = 325.33 miu/ml (reference range: < 10.0miu/ml). (B)(6) 2025 hbeag result = 0.33 s/co; (B)(6) 2025 result = 0.414 s/co (reference range <1.00 s/co), (B)(6) 2025 hbeab result = 0.18 s/co; (B)(6) 2025 result = 0.12 s/co (reference range >1.00 s/co), (B)(6) 2025 hbcab result = 5.75 s/co; (B)(6) 2025 result = 5.49 s/co (reference range <1.00 s/co). It was mentioned by the customer the patient received transfusion of 1200 ml frozen plasma on (B)(6) 2025 due to loss of coagulation function. No impact to patient management was reported.

Event description:
The customer observed false negative alinity I hbsag for a 61-year-old male patient with a clinical diagnosis of liver failure, coma due to hepatic encephalopathy, history of chronic hepatitis b, primary liver cancer, abnormal coagulation. The customer reported they are only questioning the hbsag result as being incorrect. (B)(6) 2025 the patient was admitted to ICU due to liver failure and a coma due to hepatic encephalopathy. The following results were provided: (B)(6) 2025 hbsag: 0.00 iu/ml, repeat result = 0.00 iu/ml (reference range <0.05iu/ml) (B)(6) 2025 hbsag initial result = 0.00 iu/ml, repeat result = 0.00 iu/ml hepatitis b dna result = (2.22e+3) positive. Additional lab results provided: (B)(6) 2025 hbsab result = 82.3 miu/ml, repet result = 84.7 miu/ml, (B)(6) 2025 hbsab result = 381. 12 miu/ml, repeat result = 325.33 miu/ml (reference range: < 10.0miu/ml). (B)(6) 2025 hbeag result = 0.33 s/co; (B)(6) 2025 result = 0.414 s/co (reference range <1.00 s/co), (B)(6) 2025 hbeab result = 0.18 s/co; (B)(6) 2025 result = 0.12 s/co (reference range >1.00 s/co), (B)(6) 2025 hbcab result = 5.75 s/co; (B)(6) 2025 result = 5.49 s/co (reference range <1.00 s/co). It was mentioned by the customer the patient received transfusion of 1200 ml frozen plasma on 03jul2025 due to loss of coagulation function. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data was reviewed and support the complaint issue. Review of tracking and trending for the alinity I hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68151fz01. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the likely cause list number and complaint issue. In house clinical sensitivity testing was performed using an in-house retained kit of lot 68151fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag assay for lot 68151fz01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I hbsag for a 61-year-old male patient with a clinical diagnosis of liver failure, coma due to hepatic encephalopathy, history of chronic hepatitis b, primary liver cancer, abnormal coagulation. The customer reported they are only questioning the hbsag result as being incorrect. On (B)(6) 2025, the patient was admitted to ICU due to liver failure and a coma due to hepatic encephalopathy. The following results were provided: on (B)(6) 2025, hbsag: 0.00 iu/ml, repeat result = 0.00 iu/ml (reference range <0.05iu/ml). On (B)(6) 2025, hbsag initial result = 0.00 iu/ml, repeat result = 0.00 iu/ml. Hepatitis b dna result = (2.22e+3) positive. Additional lab results provided: on (B)(6) 2025, hbsab result = 82.3 miu/ml, repet result = 84.7 miu/ml, on (B)(6) 2025 hbsab result = 381. 12 miu/ml, repeat result = 325.33 miu/ml (reference range: < 10.0miu/ml). On (B)(6) 2025, hbeag result = 0.33 s/co; on (B)(6) 2025 result = 0.414 s/co (reference range <1.00 s/co). On (B)(6) 2025, hbeab result = 0.18 s/co; on (B)(6) 2025 result = 0.12 s/co (reference range >1.00 s/co). On (B)(6) 2025, hbcab result = 5.75 s/co; on (B)(6) 2025 result = 5.49 s/co (reference range <1.00 s/co). It was mentioned by the customer the patient received transfusion of 1200 ml frozen plasma on (B)(6) 2025 due to loss of coagulation function. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 8p08 (alinity I hbsag) that has a similar product distributed in the us, list number: 4p53 (architect hbsag) with 510k/PMA/bla number: p110029. All available patient information was included. Additional patient details are not available.